Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection with sepsis. This left ventricular (lv) lead was removed successfully. No additional adverse patient effects were reported. The system is not expected to be returned.